Event description:
The zoll bvm, help falsely claims. To monitor the tidal volume, when ventilating patients. This is a false claim. They only monitor the insufflated volume. The "tidal" volume is the volume of air coming in and out of the patient's lungs. The zoll bvm help, may induce the user (paramedic or clinician) in error, by letting them believe that they are adequately ventilating the lungs of the patient. Whereas, all the air pushed out of the bvm may just leak in the room (for example, if there is not a good seal between the mask and the face of the patient), this can have life-threatening consequences for the patients, since the user of the bvm help may think that he is adequately ventilating his patient. When in reality, zero ml of air are actually delivered to the lungs of that patient. You can hear zoll claiming multiple times, that they measure the "tidal" volume in their educational video: https://youtu.be/hwgbx19j-v4?si=67fhkpcw0glpgiiz . And their brochure is also providing false information: https://info.zoll.com/hubfs/markets/ems/documents/xseriesadvanced_realbvmhelp_ep0261_a4_05.pdf?hslang=en-gb this is misleading/false advertising, that can have life-threatening consequences. Zoll should not be allowed to use the word "tidal". They should send out public notices to all their existing zoll bvm help users in order to inform them of what their device really measures (the insufflated volume).